Event description:
A meter to lab comparison test was made with the reporter's meter (capillary) reading 129 mg/dl and the lab (venous) result 184 mg/dl. Tests were done 1 minute apart. Reporter did not have any symptoms. A control solution test was in range 126 (97-145).